Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device doesn¿t work and get stuck. The pump presents a sound alarm, which is quieter than the normal alarms, but no information / error will appear on the screen.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device doesn¿t work and get stuck. The pump presents a sound alarm, which is quieter than the normal alarms, but no information / error will appear on the screen.